Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (cs 064) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.

Manufacturer narrative:
There was one call service (cs 064) alarm observed in the black box. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or damage was observed. Unrelated to the original complaint, the pump case was cracked near the corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).